Event description:
Customer complained of discrepant inr results between coaguchek xs plus meter (B)(4) and a lab using an unknown reagent. At 1:08 pm, the customer tested the patient by fingerstick on the meter and the result was 5.9 inr. The customer retested the patient and the result was 6.1 inr. Patient had a lab test within 7 hours and the result was 3.65 inr. Patient has a therapeutic range of 2.5-3.5 inr. Patient has no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitor, no new medications, no ne illness, no diet changes and no bleeding or bruising. The patient's coumadin dose was changed prior to these results. There was no allegation of an adverse event. Retention test strips (322644) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.